Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer gave an error message that the threshold testing could not be completed during a wireless device check. Another programmer was used and the testing was able to be completed. There were no reported patient complications as a result of this event.